Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.

Event description:
It was reported that during a breast biopsy procedure, only spotty samples were being acquired. The vacuum was increased, the cutter speed was changed and the problem persisted. The probe was replaced and the cause was completed. No adverse pt consequence was reported.